Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels of 600 to 775 mg/dl. Cause was not known. Customer went to emergency room on (B)(6) 2024 and was treated with intravenous fluids and a correction injection of manual insulin therapy to address bg. Reportedly, the customer experienced a fall due to bg level, and hurt their knee. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.